Manufacturer narrative:
(B)(4). This lot was manufactured from january 26, 2015 to january 27, 2015. The device was received for evaluation. A visual inspection and flow rate testing were performed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multirate small volume infusor underinfused. The device was filled with 4.55 g of fluorouracil dissolved in 130 ml of normal saline. After the 44 hour infusion it was identified that there were 39 ml of solution left in the device. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.